Event description:
Allegedly the surgeon drilled over the k-wire. The end of the k-wire remains in the bone.

Manufacturer narrative:
Investigation not complete. Additional info has been requested. Event device code is addressed in package insert. Event occurred in another country.